Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was unknown at the time of the incident. It was reported that the buttons were often unresponsive and hard to press. It was also reported that there was no significant event leading to the keypad issues. It was reported that the customer was advised that the insulin pump needed to be replaced and was also advised to discontinue use of the insulin pump and to revert to the backup plan. There was no indication of the insulin pump returning for analysis.

Manufacturer narrative:
Pump passed the self test and displacement test. Pump received with all buttons responding properly. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing.